Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that four days into intra-aortic balloon (iab) therapy a gas loss alarm occurred repeatedly. The decision was made to change the console, however this did not fix the alarm. Although there was no blood observed in the gas extension tubing, there was concern that the balloon had a perforation. The catheter was removed. The customer wanted to place a competitor device, however due to the severity of pvd (peripheral vascular disease) the iab was placed instead. Insertion site was rite femoral artery and was placed in cath lab via fluoroscopy. There was no reported injury to the patient.